Event description:
Following a fall, the pt lost stimulation. The pt turned the stimulator up to the upper limit and was still unable to feel stimulation. The pt has fallen several times and stated that he fell often, but did not feel that the implantable neurostimulator was affected. The pt was at home and his status was reported to be "good". Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).